Event description:
The customer reports that the one way valve in the gas supply unit has broken and lodged itself in the 02 analyzer port on several of their ventilators. There was no pt injury.

Manufacturer narrative:
The defective component was not returned for evaluation. A search of all files revealed no other reports of a similar failure in the last three years.